Manufacturer narrative:
G4: 05nov2019. B4: (B)(6). The support service engineer was informed by the customer when doing a follow up, that replacing the battery resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/04/2019.

Event description:
The customer reported vent inoperable error code. The unit intermittently would not turn on. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The support service performed evaluation by unplugging the battery. The unit would power on, which confirmed the reported problem. Support service recommended battery replacement (battery manufactured date 2009).